Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for multiple back operations, postlaminectomy pain, and other. It was reported that the patient¿s implantable neurostimulator (ins) would only last for one hour and they had to charge for several hours. This issue was discovered in (B)(6) 2019. They met with their healthcare professional (hcp) for the recharging issues, the ins was at 3.8v at the time of the report and the patient could tell when the ins was turned off. Lastly, the patient noted that they were due for another device; there was no allegation against the device or therapy. Troubleshooting could not be performed die to lack of access to the recharger, but it was suggested to check the recharging statistics on the recharger. There were no further complications reported or anticipated.